Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, it was noted that the lens had centration issues. The iol was explanted during initial procedure. The lens was replaced with another company lens of same diopter and model. Additional information has been requested, received and stated the surgeon believed it was the monarch injector, catching back haptic leading to centration issues. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A sample was not received at investigation site for evaluation for the report of 1st lens was explained due to centration issues; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photos attached to the parent file were reviewed by the manufacturing site. Image 1 shows a product label with focus on the product description and product serial number. Image 2 shows product label of the replacement lens with focus on the product serial number. Reported issue could not be verified from the photo review. A sample was not received at the investigation site and no lot information is available, therefore, the root cause for the customer complaint issue cannot be determined. The manufacturer internal reference number is: (B)(4).